Event description:
It was reported that shortly after undergoing recent radiation (a few days ago) for an unspecified reason, during a coronary interventional procedure, when advancing a 3.0x28 xience v rx stent delivery system (sds) to an extremely heavily calcified lesion in the mid left anterior descending coronary artery with an acute bend, via femoral access, resistance was felt against the lesion and force was applied in order to cross the lesion. The stent was then deployed via one inflation to 14 atmospheres, when a vessel perforation occurred at the deployment site. The sds was then withdrawn from the anatomy without resistance. As intravascular ultrasound of the site confirmed that the perforation self-resolved with a small hematoma present at the perforation site, no intervention was performed and the procedure was considered completed with satisfactory result. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. Based on the information reviewed, there is no indication of a product deficiency.